Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia with blood glucose measuring >500 mg/dl. No other symptoms were reported. The patient reportedly was seen/treated at the emergency room. Details regarding the treatment the patient received were not available. The reporter alleged the patient¿s adverse event was associated with a prime (loss of prime) issue. Troubleshooting of the pump was not able to be performed at the time the incident was reported. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. This complaint is being reported because the patient allegedly experienced a serious injury associated with a loss of prime issue. If additional information becomes available, this complaint will be updated accordingly.